Event description:
Patient was treated with balloon kyphoplasty in 2004 for an osteoporotic fracture of t12. During the procedure, the bone cement was noted to be bluging or extavasating into the disc space above t12. The cement in the disc space was also noted to be in contact with t-11. The procedure was completed without difficulty and the pt discharged. A few days after the balloon kyphoplasty, the pt developed new back pain and was seen one month following the procedure and diagnosed to have a new compression fracture of t-11. Balloon kyphoplasty of t11 was completed without difficulty. Back pain again returned fourteen days later and a compression fracture at l1 was noted. A balloon kyphoplasty was done at l1 on 09/10/2004 and the pt did well. The pt again developed in creased back pain and follow-up radiographs demonstrated that t12 had collapsed and "spread out" around the bone cement. A CT scan demonstrated that the cement remained within the vertebral body that, no turn, appeared to be touching the aorta. No intervention has been performed.